Event description:
Met dr (B)(6) and he's still concerned with the descemet tears he's had with via360 and has gone back to using some omni edge. Again, discussed delivering less ovd if he's concerned. Recommended only delivery on progressions and not on retraction.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include descemet's membrane tear or detachment as a known complication. The device history record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures. As the device is not available for return, no device malfunction could be confirmed.